Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The guidewire and the concomitant catheter were returned for investigation. The returned guidewire had a coil that had been elongated approximately 48mm distal to the middle solder, and a fracture of the core wire and inner coil approximately 40mm distal to the middle solder. The coil of the separated guidewire came out from the concomitant catheter tip for approximately 50mm in length. Fracture of the core wire and inner coil was confirmed at 5mm to the distal end. Although an attempt was made to withdraw the coil from the catheter, a strong resistance was felt and withdrawal was unsuccessful. The fracture site of the proximal side of the guidewire had a trace of spirally twist and obliquely fractured surface that seemed to have been caused by the accumulation of pulling and twisting force. The fractured portion of the unraveled and fractured coil became smaller in diameter. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the above investigation outcome, it is presumed that as the distal end of the guidewire was trapped by the heavily calcified cto lesion, such factor as blood that entered the concomitant catheter and lesion condition temporarily deteriorated slid ability of the guide wire within the catheter. It is considered that the guidewire fractured and became stuck inside the catheter due to the force exceeding the product performance when excessive torquing force was applied under such conditions, but there was no indication of product deficiency. Accordingly, although the fragment was retrieved, it is considered that a possibility of a guide wire fragment remaining inside the patient anatomy could not be denied. The warnings section of the IFU states: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction.

Event description:
Reportedly, an asahi guidewire was advanced to a cto lesion at the rca. As the guide wire was stuck with a microcatheter, the guide wire and the microcatheter were withdrawn as a system. An unraveled spring and tip fracture were observed. There was no health impact on the patient. The fractured guidewire was retrieved from the vasculature. No other remedial action was reportedly taken.